Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, the pt reported that his blood glucose level was elevated to 400 mg/dl and his average is 140-150 mg/dl. The pt feels that the infusion device has not been working properly for 6-7 months. In the past it has displayed the e4 occlusion error. The pt then changes the infusion set and insulin cartridge and the infusion device seems to work properly, but the blood glucose levels remain elevated. He delivered 12-14 units of insulin to bring down the most recent elevated blood glucose level. He stated that the infusion device is not priming the infusion set correctly and that the soft rubber components of all the buttons is damaged. The buttons do continue to work. He has increased his basal rate to 0.2 units of insulin. The pt switched to his back-up infusion device and has not had any further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.